Manufacturer narrative:
B3: unknown; no information has been provided to date.h3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a bubbled/delaminated downstream occlusion (dso) sensor seal.

Manufacturer narrative:
D9: product received date 9/25/2024. H3: one device was returned for analysis. Visual inspection found a damaged/delaminated downstream occlusion sensor/seal. A review of the event history log (ehl) showed error code 42221. A visual and functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to a delaminated downstream occlusion seal and the printed wiring assembly. As a result, the printed wiring assembly, chassis, and downstream occlusion sensor/seal were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.